Event description:
A customer reported that during a vitrectomy procedure, the 23 gauge cutter stopped cutting when vacuum went up to 400mmhg (millimeters of mercury), and the footswitch display went back to position "0". The surgeon had to fully release the pedal and start again; he was then able to complete the case without any harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. The customer stated that the reported problem had not reoccurred. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).